Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a grommet/setscrew problem; with the use of the wrench key, there was difficulty "fastening the lead into the header." The device was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the atrial grommet was damaged. The returned device indicated all grommets had foreign material on their bottom grommet surfaces. The returned device indicated the right ventricular high voltage grommet had foreign material on the top surface of the grommet. The returned device indicated a damaged atrial set screw head with damaged threads. The returned device indicated foreign material on in the right ventricular pace/sense setscrew and damaged to the head. The returned device indicated the superior vena cava setscrew was disengaged with foreign material in the socket and damage to the head. If information is provided in the future, a supplemental report will be issued.